Event description:
Endurant , talent and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; type ia endoleak, type iiia endoleak, type iiib endoleak the following adverse events were reported; claudication, infection, wound dehiscence, aneurysm enlargement, myocardial infraction , re-intervention patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; an international, multicenter retrospective observational study to assess technical success and clinical outcomes of patients treated with an endovascular aneurysm sealing device for type iii endoleak zoethout ac, ketting s, zeebregts cj, et al journal of endovascular therapy. 2022;29(1):57-65. Doi:10.1177/15266028211031933. If information is provided in the future, a supplemental report will be issued.